Event description:
It was reported that during testing, the cardiosave intra-aortic balloon pump (iabp) unit had a smoke smell coming from unit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions). Additional information poc: tel - (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. He arrived on site and inspected the unit for damage. After inspection, he found that the fiber optic connection cover had been broken and the internal retaining screw and washer had fallen on the connector for the printer/recorder and this caused it to short and smoke from the contact. I inspected the function of the printer and found it to be working properly with no issues. I completed all performance and safety tests with no issues. The unit was approved for clinical use and returned to the department.